Event description:
It was reported when the device was used during a vertical banded gastroplasty, the staples did not form. The case was completed by suturing. There was no consequence to the patient.